Manufacturer narrative:
Following fields are updated: d8, h2, h3, h4, h6 and h10 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. Inspection by the repair department confirmed that the phenomenon was not reproduced. The cause of the occurrence could not be identified from the results of device analysis. However, the device evaluation found new failure phenomenon, crack connectors and poor image quality. Therefore, it was determined that the device did not meet the specifications. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions for cases in which endoscope images disappear unexpectedly or cannot be unfrozen" section of the instruction manual. If the endoscopic image disappears unexpectedly or the freeze cannot be released during the examination, stop using the endoscope immediately and pull it out from the patient while referring to "5.3 pulling out the endoscope in the event of an error". Continued use in this condition may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the camera head has a defective video image. There were no reports of patient harm associated with the event.